Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device. Prior to sensor insertion the area was prepped with alcohol. The patient developed redness, pimples, pustules, and an infection under the sensor patch. The patient had burning sensation in the area. On (B)(6) 2023, the parent took the patient to an urgent care clinic, and the patient was prescribed an oral antibiotic medication (amoxicillin 800 mg, unspecified dosage for 10 days). At the time of report the reaction site had already healed. No additional patient or event information is available.